Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's wife contacted dexcom technical support on 07/09/2015 to report a hypoglycemic event that occurred on (B)(6) 2015. The patient experienced a low blood glucose level in the middle of the night and was at approximately 48mg/dl. Patient's wife stated that the continuous glucose monitoring device did alert but the patient slept through it. Patient's wife called the paramedics and gave the patient orange juice. The patient recovered in the hospital. At the time of contact, the patient was in good condition. There was no alleged device malfunction. No additional event information was provided.